Manufacturer narrative:
The production identifier of lot number was not available from the consumer. The consumer no longer has the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Non-us event; occurred in canada. Consumer reported that the string from a regular absorbency tampon separated from the pledget. She and her partner were unsuccessful at removing the pledget from her vaginal cavity so 24 hours later she had it removed at a medical clinic. She experienced an irritation and burning sensation inside, which has since improved. She did not experience any serious adverse health effects. .